Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional graftmaster devices are being filed under separate medwatch reports. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a perforation in the mid circumflex (cx). The 2.80x16mm graftmaster stent was deployed at 15 atmospheres (atm) however the perforation was not sealed. A 3.50x19mm rx graftmaster and 2.80x19mm rx graftmaster failed to cross the lesion. An additional 3.50x16mm graftmaster stent was implanted, sealing the perforation. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.